Event description:
It was reported, that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular exhibited failure to capture and failure to sense. Further assessment revealed, that the lead had been dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.